Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink, non-dehp solution sets from four (4) cases had white discoloration in the tubing above the filter. The discoloration was white residue that could be scraped off from the inside of the tubing. This was discovered upon receiving the product prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, 148 companion samples were received for evaluation. A visual inspection was performed, and it was noted that there were solvent residue marks at the filter. There was no loss or embedded particles in the samples. The solvent application and the interaction between the filter and the solvent create a physical reaction that produces the white marks observed by the customer and the amount of solvent could generate variation of the size marks. Per laboratory analysis the marks were identified as intrinsic material with the same composition of the tubing, confirming no presence of particulate matter in the product. The reported condition is considered an expected product characteristic due to the interaction with the solvent. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.